Manufacturer narrative:
Device passed self test, a21 error test and displacement test. No unexpected a21 error alarms or insulin pump reset of setting anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected restart alarm. It was reported that he customer changed battery and received unexpected restart alarm. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery and insulin pump alarmed unexpected restart alarm. The insulin pump will be returned for analysis.